Manufacturer narrative:
Physio-control has performed numerous attempts to contact the customer about their reported problem, but has been unsuccessful in reaching them and no response appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device no longer had any audio prompts when the lid was opened. It is unknown if the device is powering on. The device cannot be used by the end user with no audio prompts as there are no visual prompts on the device for use. There was no patient use associated with the reported issue.